Manufacturer narrative:
(B)(4). Additional manufacturer narrative: mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, six (6) months post-implantation of this 27mm bioprosthetic mitral heart valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis and insufficiency. A 29mm transcatheter valve was implanted in the mitral position and echo revealed good function of the valve-in-valve bioprostheses. The patient tolerated the procedure well and was taken to the cvr unit post-operatively in stable condition.